Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, "discomfort" and "unable to eat" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, implant date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of vomiting and discomfort as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Device labeling addresses the contraindication for patients regarding impaired lifestyle as follows: possible complications of the use of the orbera¿ system include: influence on digestion of food. Blockage of food entering into the stomach.

Event description:
Patient reported feeling "discomfort on first 10 days" following device insertion, as well as "vomiting" and "inability to eat." Physician treated patient with medications. Device remains implanted.